Event description:
Five patients with mentor breast tissue expanders developed infections after surgery. Malignant neoplasm of right breast surgery, and bilateral breast reconstruction with tissue expander on [date redacted] (mentor high-profile 450cc with 0 initial fill). Seen on [date redacted] for right breast pain/fluid collection that was collected and positive for staph aureus and discharged on antibiotics. Presents on [date redacted] to the emergency department for continued breast pain. Scheduled for chemo start on [date redacted] but delayed due to current condition. On [date redacted], patient underwent removal of infected issue expander.

Event description:
Five patients with mentor breast tissue expanders developed infections after surgery. Malignant neoplasm of right breast surgery, and bilateral breast reconstruction with tissue expander on [date redacted] (mentor high-profile 450cc with 0 initial fill). Seen on [date redacted] for right breast pain/fluid collection that was collected and positive for staph aureus and discharged on antibiotics. Presents on [date redacted] to the emergency department for continued breast pain. Scheduled for chemo start on [date redacted] but delayed due to current condition. On [date redacted], patient underwent removal of infected issue expander.